Manufacturer narrative:
Corrected data: the initial MDR report did not include the labeling review; however, it was available. The following review has been included. Labeling review: the directions for use (dfu) was reviewed. The precautions section with the dfu states that the listed pre-operative measurements are very important. Variability in any of the preoperative measurements can influence patient outcomes, and the effectiveness of treating eyes with lower amounts of preoperative corneal astigmatism. The dfu contains a section on lens power calculations and selecting and placement of the tecnis toric iol. The above described precaution is directly related to the event. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The lens was returned to the manufacturing site. The reported event was a refractive error and miscalculation of the lens size by the physician. The event is not related to lens design or manufacturing. Considering the reported event, no further investigation or analysis is indicated as the event is related to the use of the product. No product issues were reported. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced during the initial procedure as there was a size miscalculation of the lens. Reportedly, the doctor miscalculated and used the incorrect diopter. There was no product issue. The same model lens, a 0.5 smaller diopter lens was implanted. A anterior vitrectomy was performed. No further information was provided.